Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reverted to safety mode operation. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information received 28-january-2026 indicates the explanted ICD was discarded at the facility and therefore will not be returned for analysis. Additional information: this device has since been returned to boston scientific. An updated report will be issued upon completion of laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This product was discarded post explant; therefore, technical analysis cannot be conducted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reverted to safety mode operation. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information received 28-january-2026 indicates the explanted ICD was discarded at the facility and therefore will not be returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reverted to safety mode operation. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.